Event description:
The customer stated the unit had an ECG comm error after the unit was attached to the pt. Other leads and cables were tried.

Manufacturer narrative:
The device has been received, but additional time is required to complete the analysis. Upon completion of the investigation, a supplemental will be submitted.